Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The customer experienced thirst, nausea, and urination. The customer stated while taking care her husband who had a surgery, her blood glucose dropped to 67mg/dl. The customer stated that she is brittle diabetic and was not sure why it was low. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted to run a manual prime test and the insulin did exit. Time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir, no delivery, and battery alarms. During the call, the customer mentioned had a car accident in 1980 and has memory problems. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.